Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD). The clinic questioned whether the shocks were inappropriate as it was thought the device may have delivered shocks for supra ventricular tachycardia (svt). Review of performance data found the shocks were appropriate as the episode was a real non-sustained ventricular tachycardia; however, it was noted the patient received inappropriate shocks approximately four years ago as the device detected a rhythm that was not a true ventricular fibrillation (vf). The device remains in use. No patient complications have been reported as a result of this event.